Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus twice without user input. Customer's blood glucose (bg) decreased to 31 mg/dl. Glucagon was administered to treat bg level. Additionally, the customer removed pump to treat bg level. Contact was taking customer to emergency room. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.